Manufacturer narrative:
On december 13, 2021, the mentor failure analysis lab received the device for evaluation. On december 30, 2021, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 375cc breast implant had a crease/fold extended from the anterior to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (6712031). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a (B)(6) year old hispanic female patient, who's undergone primary breast augmentation with a 375ccmentor smooth round moderate plus profile saline breast prothesis on the right side, suffered spontaneous right breast implant deflation, post-procedure. The deflation was diagnosed during an in-office visit. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were: (left) 630cc mentor memorygel breast implant catalog: smpx630 lot: 9553355 sn: (B)(4) and (right) 605cc mentor memorygel breast implant catalog: smpx605 lot: 7655703 sn: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).